Event description:
3 3/4 hrs into treatment, nurse noticed blood on floor with no alarm condition. Blood coming from lower side of blood tubing set loop (inlet), blood loss estimated at approx 200cc. The pt was transfused with 1 unit packed cells. The blood tubing set was not saved. The blood pump rotor was replaced and returned as a precaution.